Manufacturer narrative:
Pr#: (B)(4). We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint pr#(B)(4).

Event description:
In this case, the customer reported that the quality of the iterative model reconstruction (imr) images were disappointing. The customer reported that the imr images displayed a thick walls for all the tube-like structures (ie.bronchi walls, airways, etc.) The philips field service engineer (fse) confirmed that there was no harm to a patient, operator, or bystander. The fse stated that the images were reconstructed with an imr prototype in best and confirmed that the system is brilliance 64 with software version 3.5.5.